Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, with the capsule partially open, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. There was no damage observed to the deployment knob. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. A 0.5 mm gap is present between the distal edge of the capsule and the catheter tip. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A gouge mark is observed running from the distal end to the proximal end of the capsule. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob separated while loading the valve. The deployment knob is comprised of the right and left actuator parts, which are connected via snap fit. The dcs was returned for analysis. It was reported that the deployment knob was able to be snapped back together and functioned normally, which indicates that the snap fit did not break. This is consistent with the returned device, as the deployment knob was received intact, with no evidence of any damage or separation, and functioned to retract and advance the capsule as appropriate. The device showed evidence of tracking through the patient anatomy to deploy a valve, which is consistent with the reported information. A gouge mark was observed along the length of the capsule, which is similar in appearance to capsules that have been retracted with difficulty through an external introducer sheath. No report of removal difficulty was received. There is no relationship between the gouge and the reported deployment knob separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, it was noted during fluoro inspection that the deployment knob broke in two parts after loading the valve. The nurse was able to fix the deployment knob and the dcs was used to deploy the valve without any problems. No adverse patient effects were reported.